Event description:
It was reported that the deep brain stimulation (dbs) patient was admitted to the hospital after experiencing a sudden loss of stimulation resulting in a return of tremor symptoms. After reprogramming of the dbs system was performed the patient fully recovered and was discharged from the hospital.

Manufacturer narrative:
Initial reporters phone number is (B)(6) reported here as phone number exceeded character limit for designated field.